Event description:
It was reported that after implant, patient had chest pains. A decrease in sensing and an increase in threshold were observed. X-ray showed a suspected perforation on the right ventricle. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.